Event description:
Complaint alleges: the facility was unable to load clips from the jaw. This occurred during use on a pt. No add'l injury reported. Add'l info was requested; however, clarification of the event was not received.

Manufacturer narrative:
Device history record (DHR) review did not show any issues related to this complaint. No corrective action can be established since it is necessary to receive the physical sample to perform a proper investigation and to confirm the defect. The customer complaint cannot be confirmed, due to lack of product sample to perform a proper investigation and determine the root cause. Therefore, it is not possible to determine the source of the defect reported. Manufacturer will continue to monitor and trend relating complaints.